Event description:
It was reported that pump experienced malfunction code 16 while customer had been working in humidity the day before, and pump could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status and shipping details, arranged replacement pump with updated software.